Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with his artificial urinary sphincter (aus). The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the patient had an artificial urinary sphincter (aus) replacement surgery due to reoccurring incontinence.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) replacement surgery due to reoccurring incontinence. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Should additional relevant details become available, a supplemental report will be submitted.